Event description:
It was reported that a patient underwent laparoscopic incisional hernia repair surgery on (B)(6) 2024 and absorbable straps were used. The device could not fire. When the doctor used the fixation device to fix the patch during surgery, the third or fourth straps could not be effectively inserted, but it was taken out of the abdominal cavity and attempted to be fired externally, but it was also powerless. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap25r device was returned with no damage in the external components. One strap and a suture piece were returned inside a plastic bag. In addition, a foil pouch was received. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the ratchet pawl component was found excessive wear and tear. Seventeen (17) straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.